Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (patient experiencing frequent alarms) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to open brown (-5v) and white (drvn_gnd) wires in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wires was excessive force. No adverse event resulted from the open wires.

Event description:
A us distributor returned electrode belt (B)(4). The patient using this electrode belt was receiving experiencing frequent alarms.